Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The case was cracked.

Event description:
It was reported that the insulin pump lost power. The customer tried inserting several new batteries, but the insulin pump would not turn on. The customer stated that there was a large chunk of the casing missing. Nothing further was reported.